Event description:
It was reported that a generator and lead were explanted due to unknown reason. Information from the explanting facility indicated the lead was explanted due to default but no further information was provided. Further follow-up by a company representative with the treating neurologist indicated the patient had a lead break as high lead impedance (7/limit/high) was received during a diagnostic test and the patient suddenly suffered pain. No patient manipulation or trauma was reported to have contributed to the high lead impedance and the neurologist believed the pain was caused by a broken lead which affected the surrounding areas. Moreover, no x-rays were taken by the site. The explanted generator and lead were returned to the manufacturer and underwent product analysis. Product analysis of the generator revealed the pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. At the moment, the lead still remains in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.